Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that there was medical intervention required to repair damaged tissue. The procedure was completed successfully with an unknown delay.

Event description:
No new information.

Manufacturer narrative:
H2: device evaluated. H6: the quality investigation is complete.